Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of anchor peg glenoid at the cement to implant interface. Cement manufacturer is unknown. Patient anchor peg glenoid implant had become dislodged from her glenoid as the result of a fall and was floating loosely within her shoulder joint. Surgeon converted her primary shoulder construct to a reverse shoulder construct. Surgeon removed the free-floating anchor peg glenoid, her global advantage humeral head, and then her well-seated global advantage standard press-fit stem. He performed an osteotomy of her humeral shaft to extract the global advantage stem. He then implanted a delta xtend construct, to include a delta xtend cemented humeral stem. Doi: unknown dor: (B)(6) 2019 right shoulder.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.